Manufacturer narrative:
Image review: four photographic images were received for evaluation. The images are of red rash on the patient¿s upper front thighs, upper arms, and obliques. Portions of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had their right anterior accessory great saphenous vein (rt aagsv) , left anterior accessory great saphenous vein (lt aagsv), left great saphenous vein (lt gsv) and right great saphenous vein (rt gsv) treated with vena seal. Procedure was carried as per IFU. The first vessel treated was the rt aagsv. The following day the lt aagsv was treated. Lt gsv was treated 5 days later and the rt gsv was treated one week after the first venaseal implant. Post-procedure a skin irritation was reported on the patient¿s back and neck. The patient was treated with a medrol dose pack, topical steroid, antihistamines. No further injury was reported to this event. The patient condition has resolved after treatment.